Event description:
The product was used during a bullectomy procedure. Reportedly, the jaw did not open after firing. No pt injury reported.

Manufacturer narrative:
2/19/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.